Event description:
Caller reported alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read "high." Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Though the issue reoccurred over the last two weeks, additional assistance was requested, as the customer experienced frequent occlusion issues and was transferred for follow-up support.